Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she was experiencing blurry vision as a result of the iol rotating. The surgeon reported that he rotated the iol and the patient's vision improved. In a follow up, the surgeon reported the event resolved with treatment.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/22/2009, and 04/24/2009 by phone, fax, and mail. A completed questionnaire was received on 04/27/2009.